Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in the operating room for an unrelated procedure on (B)(6) 2018. Upon review, the pulse generator exhibited backup operation. It was noted that the device may have entered backup on (B)(6) 2016. It was reported that the patient had been lost for follow-up. The device was successfully restored and the patient was asymptomatic throughout the procedure. The patient would continue with regular follow-up.